Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of "defective", the device was received in good cosmetic and mechanical condition and it passed its incoming tests on the automated test console. Analysis did note that the battery contacts were contaminated, the upper case was broken and the user knobs were sticky. A new upper case was assembled, the main board was calibrated and the battery contacts were cleaned. (B)(4).

Event description:
It was reported that the external pulse generator was "defective." The generator was returned for service. No patient complications have been reported as a result of this event.